Event description:
On the 19th september 2014, lenstec ((B)(4)) inc. Received via email, a notification that a device was being returned via returns authorization number 60190. The device carried the notation "lens explanted. Patient complained of halos of light around lens at night. After one month, getting worse".

Event description:
On the 19th september 2014, lenstec (barbados) inc. Received via email, a notification that a device was being returned via returns authorization number: (B)(4). The device carried the notation "lens explanted. Patient complained of halos of light around lens at night. After one month, getting worse".

Manufacturer narrative:
(B)(4).